Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter, 3max reperfusion catheter and a separator 054. The patient underwent a successful thrombectomy procedure; however, one day post procedure, the patient developed an intraparenchymal hemorrhage within the left basal ganglia with a possible relationship to the penumbra system, possible relationship to the angiographic procedure, and a definite relationship to the index stroke.

Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.this MDR is associated with MDR 3005168196-2014-00935 and 00937. Device was disposed of post procedure.